Event description:
According to a literature report, a surgeon reported that during intraoperative stripping, three patients experienced a retinal tear requiring photocoagulation, air exchange, and silicone oil filling. Additional info has been requested, but none received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).